Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 365 mg/dl while wearing the pod. In addition the patient reports they had received an error on their personal diabetes manager (pdm) and it would not stay powered on. No further information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.